Manufacturer narrative:
The lot number provided is invalid or incomplete and therefore the date of manufacture cannot be determined. The model is unk and therefore the 510(k) cannot be determined. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. A copy of uf report (B)(4) is attached to this manufacturer report for reference.

Event description:
A copy of medwatch uf/importer report (B)(4) was rec'd on (B)(6) 2011. The report contains the following: date of event: (B)(6) 2010, date of their report: (B)(6) 2010. Describe event or problem: during routine nursing assessment, pt was found to have base of trach, which had been in place for 6 days, broken. Inner cannula was unable to clasp to base. Trach was sutured in. New trach was put in. Pt was not harmed. Contact was made with the reporter and during a phone call on (B)(6) 2010, the reporter added that the size, model the tube are unk.